Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4).

Event description:
The ICD involved in this MDR report was implanted on (B)(6). At implant, the ventricular sensitivity threshold was programmed at 1.2 mv for induction tests. Upon scheduled follow-ups (B)(6), inappropriate ventricular fibrillation (vf) detections were observed (noise sensing inducing storage of episodes and identified as vf). Ventricular sensitivity threshold was programmed at 0.4 mv. Reportedly, the ventricular sensitivity was decreased (threshold reprogrammed to a higher value, at 0.6 mv) to prevent further oversensing.